Event description:
It was reported that customer received a compromised forced sensor alarm. Customer attempted to clear alarm, but was not able to clear. Customer will revert to manual injections until receipt of replacement insulin pump. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed prime alarm during prime test and motor error alarm during the basic occlusion test due to moisture damage inside the faulty sensor resistor. Insulin pump passed the displacement and operating currents tests. Unable to perform the self test, unexpected restart error test, occlusion and no delivery tests due to prime alarm. The motor passed the motor test. The insulin pump had cracked battery tube threads, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.